Manufacturer narrative:
Investigation summary: "material #: 364314. Lot/batch #: 2005503. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were analyzed for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the blood had been clotted. The following information was provided by the initial reporter. The customer stated: ¿the nurse collected blood with the arterial blood collector at around 9:00 a.m. And sent it to the laboratory in time. About half an hour later, the laboratory department called to inform the patient that the blood had been clotted and re-operated, which increased the pain for the patient.¿